Event description:
Physician reported right side implant rupture. Device has been explanted.

Manufacturer narrative:
Continued from initial reporter: (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified; broken shell and red particles on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture